Event description:
It was reported that foreign matter "white liquid" in hub prior to use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: it was identified during the package opening, a white liquid flowing through the hub. Package was sealed and with no signs of violation.

Manufacturer narrative:
H.6. Investigation: batch history analysis, quality notifications and maintenance records were verified where no records potentially related to failure were found. Evaluating the photo made available it was possible to observe glue in the cannula. For the reported defect it is a related occurrence that occurred due to an excess application of epoxy resin through the applicator nozzle during the production process caused by operational failure during assembly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "white liquid" in hub prior to use with a bd precisionglide needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it was identified during the package opening, a white liquid flowing through the hub. Package was sealed and with no signs of violation.